Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's left common iliac artery was highly tortuous. The final angiography confirmed suspected proximal type I/ type ii endoleak after placement of a mainbody and two iliac leg grafts. The physician determined it was a proximal type I by angiography of inside the graft using a coda balloon. Some leak persisted even after additional placement of other MFR's stent in the proximal neck, but the physician determined that it would be gone by protamine administration and completed the procedure. The pt's condition after the procedure was unk as not provided by reporter.

Manufacturer narrative:
Pt condition was not provided by the reporter. Endoleaks are labeled in the IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites. The IFU provides pre-procedure guidelines in regard to imaging and pre-implant determinants. The physician acknowledged in the complaint correspondence the endoleak was the result of using a 32mm diameter device instead of a 36mm device. The physician used the 32mm device due to the length of the ipsilateral side (l1 and l3). Therefore, the event will be trended as "improperly sized device is deployed in pt." At this time there is no sign that a design or process induced failure of the device resulted in the reported endoleak. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qe ra) and risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.